Event description:
Customer reported that on (B)(6) 2012 at 5:07 pm, her blood glucose measured 198 mg/dl. She was ingesting about 65 grams of carbohydrate and took a 16.10 unit insulin bolus. At 8:39 pm, her bg had risen to 284 mg/dl and she corrected with an add'l 6.50 unit bolus. On (B)(6) 2012, 7:06 pm, she reported a 3.0 unit bolus (no bg result at this time) and at 9:00 pm, her bg was 220 mg/dl. When the device was removed, she observed that the cannula was bent and appeared to have not penetrated the skin.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent condition of the cannula or to determine if it could have contributed to the reported high blood glucose. The customer also reported that it appeared the cannula had not penetrated the skin. This condition would interrupt, rather than restrict, insulin delivery. The twenty eight hours of blood glucose history as reported indicates that insulin delivery was not interrupted. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted."